Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported a separate comparison of 75 mg/dl on mobile system, 125 mg/dl on performa nano system within 10 minutes. Information for the performa nano system not provided. No adverse event was reported. A request was made for the return of the meter and strips.